Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer blood glucose level was 600 mg/dl. Customer stated that sensors were initially reading lows was getting sensor glucose readings of like 40 mg/dl to 70 mg/dl. Customer confirmed that when his blood glucose goes low, it is normal for him to feel the low symptoms for quite sometime even if his blood glucose was no longer low. Customer declined with troubleshooting for high blood glucose. It was unknown whether the auto mode feature was active at time of event. The device will not be returned for analysis.